Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion set was leaking at the connection between the cannula and the tubing. The user reported that the leakage occurred with three different boxes from this lot.